Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent detached from the delivery system during the preparation process prior to implant. No pt involvement. No additional info is available.

Manufacturer narrative:
(B)(4).